Manufacturer narrative:
(B)(4). The sample was returned for analysis. Visual inspection confirmed the needle cannula separated from the hub. Microscopic examination revealed that there was little to no adhesive residue on the proximal end of the cannula or in the hub. The outer diameter of the needle cannula measured 0.71mm, which is within specification limits of 0.71mm-0.72mm per needle cannula product drawing. The inner diameter of the needle hub measured 0.0300", which is within the specification limits of 0.0290"-0.0310" per needle hub product drawing. A device history record review was performed, and no relevant findings were identified. The customer report of needle cannula separation from the hub was confirmed by complaint investigation of the returned sample. Visual analysis revealed that the needle cannula had separated from the needle hub. Microscopic examination revealed that there was little to no adhesive residue on the proximal end of the cannula or in the hub. Based on the sample received, it was determined that manufacturing (assembly) caused or contributed to this event. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "during arterial pressure monitoring in the operating room using an ra catheter, the needle tip was not visible." A new kit was used. There was no patient harm or injury. There was no medical intervention required. The patient's current condition is unknown at this time.

Event description:
It was reported that "during arterial pressure monitoring in the operating room using an ra catheter, the needle tip was not visible." A new kit was used. There was no patient harm or injury. There was no medical intervention required. The patient's current condition is unknown at this time.

Manufacturer narrative:
(B)(4)